Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was not returned, so a test cap was used for all testing. The battery cap was able to fully tighten with no power loss duplicated. The battery compartment was intact and current draws were within specification. There was no evidence of moisture or loose components inside the pump when the case was removed. There were two low battery warnings associated with the same battery in the black box history. There was evidence of a partially discharged battery being installed also observed in the black box history on (B)(6) 2014.